Manufacturer narrative:
Catalog# unk but referred to as a cook celect filter. Expiration date: unk as lot# is unk. G5) since catalog# is unk the 510(k) could be either k061815, k073374 or k090140 based on the date of implant. No device, imaging studies or hosp or med records have been available. Consequently, based on very limited info it is not possible to comment on the ivc filter, which allegedly had failed and migrated and one of the struts, which allegedly was penetrating through the infrarenal abdominal aorta approx. 3 years and 8 months after filter placement. Also, it is not possible to comment on the alleged extreme pain and suffering, which the pt has endured. However, the investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged filter migration and perforation of vena cava cannot be determined based on the limited info provided. Cook med will continue to monitor for similar events.

Event description:
Description according to complainant: it is alleged that "[pt] underwent placement of cook celect inferior vena cava ("ivc") filter at (B)(6) hosp in (B)(6) on (B)(6) 2009. On or about (B)(6) 2013, [pt] also learned that one of the struts was penetrating through his infrarenal abdominal aorta. On (B)(6) 2013, [pt] was forced to undergo surgery to remove the ivc filter." Pt outcome: the pt was required to undergo surgery for the removal of the ivc filter. It is alleged that "[pt] has incurred significant med expenses and has endured extreme pain and suffering."